Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of noise. Technical services (ts) was consulted, noting x-ray imaging shows the leads are close to the subclavii. In-clinic atrial lead troubleshooting was recommended to exclude/confirm potential lead impairment and understand options to ensure pacing capture and proper brady support. No adverse patient effects were reported. This lead remains in service.